Event description:
Inconsistent cardiac output and cardiac input numbers. It does not correlate with patient's clinical picture.====================== health professional's impression======================same as above====================== manufacturer response for opti q sxo2/cco catheter, opti q svo2/cco catheter======================we had many discussions with the manufacture's representative. We followed their recommendations and we continue to have product malfunctions. This interferes with patient care.